Manufacturer narrative:
The following devices were also listed in this report: duracon universal b/p non-beaded; cat# 6632-3-615; lot# gancb; duracon plastic patella med; cat# 6630-2-100; lot# unknown; dcon std n-bead fem rht m; cat# 6630-0-325; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by hospital and was not returned to the manufacturer. Additional information has been requested but not provided. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient implanted sometime in 1999. Right knee is unstable over time and painful. Note there are no lot numbers on some of the implants due to not having information and they were covered with bone upon removal.

Manufacturer narrative:
An event regarding a worn duracon insert was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned for investigation. However, a black and white photograph was available. The insert was noted to be damage but no further conclusions can be made due to the quality of the photograph. -medical records received and evaluation: all records were reviewed by a consulting clinician who indicated there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this late complication. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because of the limited medical records provided for review. However, several factors may have contributed to the event including weight, age, activity level, possible ligamentous instability and 16 years of use. Additional information such as primary operative report, examination of explanted devices and dated x-rays would be required for additional review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient implanted sometime in 1999. Right knee is unstable over time and painful. Note there are no lot numbers on some of the implants due to not having information and they were covered with bone upon removal.